Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of backflow was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of a particle, identified to be pvc, between the housing seal and the diaphragm. The cause of the check valve failure is a pvc particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the calcium infusion setup as a secondary backflowed into the primary. The backflow was noticed immediately and the infusion was stopped before it reached the patient. No patient harm reported.